Manufacturer narrative:
Additional information was received indicating the patient had died. It is not clear at this time, if the customer is alleging the device contributed to the death. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site, and performed testing on the device. No issues were found; the device passed functional testing. A philips technical consultant manager met with the customer, and it was noted that the customer may need additional training or guidance on how the monitor behaves in regards to its learning algorithm, discharging or end case when a patient leaves that room before a new patient enters. Based on the information available and the testing conducted, the cause of the reported problem was a user training/workflow issue. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional information was received indicated the patient died; it is unknown if device contributed to the patient death at the time of this report.

Event description:
It was reported to philips that while monitoring the patient in the intensive care unit (ICU), the monitor did not provide accurate measurements for heart rate and arterial blood pressure as compared to physical condition and palpable pulses; therefore, norepinephrine was administered to support the noted high arterial blood pressure but the increase in medication was likely not required as significantly. The norepinephrine was tapered down to an acceptable dose. The modules were exchanged and users noted there were discrepancies between the old modules and the new.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting address state: (B)(6).

Manufacturer narrative:
Correction: b1: adverse event/product problem. The patient later passed away due to their disease process after family made the decision to extubate and withdraw care, allowing natural death to occur. Based on this information, the reported blood pressure discrepancies did not likely cause or contribute to the patient's death.